Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 100 mcg/day) via an implantable infusion pump. It was reported that the patient had a headache after their pump implant surgery. It was determined that the patient had a cerebrospinal fluid leak. A catheter revision was performed and the purse string suture was reinforced to close the leak. The issue was not considered resolved. The patient's weight was unknown and the patient's status at the time of the report was alive - no injury. No further complications were reported.